Event description:
Healthcare professional reported, deflation. This record is for the right side. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: deflation: no observed openings on the device. As per the investigation procedure, (creases, wear abrasion and particles) was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d.9; h.3; h.6;

Event description:
Healthcare professional reported, deflation. This record is for the right side. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation.